Event description:
The customer reported that an error code (119) displayed on the unit. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep confirmed that the sensor did not function on connection to the system. He repaired a loose connection on the di board on the sensor. The ref and di pc boards were also replaced. The service rep performed the calibration and self tests, and all functions met specifications. (B)(4).